Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 52 mg/dl at the time of the incident. The customer "was" experienced other blood glucose levels such as 159 mg/dl, 250 mg/dl. The customer was treated with drinking juice for low blood glucose level. Customer did not report any symptoms related to the low blood glucose. The customer was assisted with troubleshooting and refused for low blood glucose. Customer reported that they received a change sensor alert and calibration not accepted alert. It was not reported whether auto mode was active at the time of the incident. The insulin pump will not be returned "device" for analysis.